Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had high blood glucose and battery out limit. The blood glucose at the time of the incident was 327 mg/dl. The customer stated that the insulin pump had an error but did not know what it was and that the device turns off in the middle of the night. The customer's blood glucose rose to 330 mg/dl and he had symptoms of sluggishness and fatigue. The insulin pump had stopped giving bolus and had multiple battery out limit alarms. Troubleshooting was not able to resolve the issue. The device was returned for analysis.